Event description:
It was reported that there was high impedance greater than 2500 ohms and oversensing. It was further reported that there was sensing difficulty. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; grommet damage was noted. It was reported that there was high impedance greater than 2500 ohms and oversensing. It was further reported that there was sensing difficulty. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications operational context contributed to event impedance, high oversensing sensitivity.